Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, the mapping catheter was visually inspected, and it was kinked. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and mapping catheter 990063-020 with lot number 215550758 were returned and analyzed. The data files showed fourteen injections were performed with balloon catheter 2af283 with lot number 04066 without any system notice. Additionally, visual inspection of the mapping catheter showed the loop had several kinks. Functional testing confirmed some channel pairs were displaying noise. The mapping catheter was dissected and found that electrode-wires were detached from the weld. The kinks on the loop could have caused the wire to be detached. In conclusion, the reported kink malfunction could not be confirmed through data analysis. The reported issues of kink and noise have been confirmed through testing. The mapping catheter failed the returned product inspection due to detached electrode-wires and loop kinks. If information is provided in the future, a supplemental report will be issued.